Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a coiling treatment, the concerto coil was alleged not to have detached after the pushwire was ¿kinked¿ (bent). The user declined to provide additional information. The device was reported to have been discarded at the site.

Manufacturer narrative:
Updated initial report and facility information. If information is provided in the future, a supplemental report will be issued.